Event description:
During a transfemoral tavr procedure, as a 26mm sapien valve was attempted to be deployed but before the balloon was fully expanded the valve moved into the aorta. The physician pulled the valve into the thoracic aorta in order to secure it. The patient remained stable. A second valve was prepped and deployed in a 50:50 position. The patient was stable after the procedure. The embolized valve was attributed to the delivery device which was believed to have become stuck under the patient¿s papillary muscle and detangled during inflation, which then moved the valve significantly aortic. The patient¿s aortic valve was mildly calcified, the aortic root was moderately calcified, the sinotubular junction (stj) measured 35.4mm, the sinus of valsalva (sov) measured 39.3mm, the patient had mild mitral annular calcification (mac) and did not have severe ventricular septal hypertrophy. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that procedural factors appear to have caused or contributed to the aortic embolization. Per report, the delivery device became stuck under the patient¿s papillary muscle and detangled during inflation, which subsequently moved the valve significantly aortic. There was no indication or allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.